Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 3, 2021. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date); g3 (date received by manufacturer); g6 (indication that this is a follow-up report); h2 (follow-up due to additional information); h4 (device manufacture date); h6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). Type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The affected sample was not returned so a thorough investigation could not be conducted. A representative retention sample was inspected for damage to the area of the arterial pigtail with no damage noted. All capiox units are 100% visually inspected at several points in the production process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, they noticed leaked in the purge line coming out of the arterial outlet . As per chief perfusionist, he opened the adult size oh kit and set up the circuit. As he was priming the circuit he noticed a leak in the purge line coming out of the arterial outlet right before the one way valve. He tried to change the purge line but the connector was bonded at the arterial outlet end the purge line. At that point the only way to continue on was to change the whole circuit so he opened another kit and proceeded to prime the new circuit. No patient involvement. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).